Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 6175243 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2004. The physician placed a taxus express2 3.5x16mm drug eluting stent to the left anterior descending (lad) artery. In 2007, the pt presented emergently and angiography revealed 100% occlusion within the previously placed stent in the lad. Initially, the physician tried to advance a 2.5x15mm balloon, unk type, but could not cross the lesion. A 1.5mm balloon was then used and inflated to 10 atms for 10 seconds and some flow was restored. After several attempts to cross the lesion with a wire, the physician was successful and advanced a 3.0x15mm balloon, unk type, to the lesion and inflated it to 10 atms for 10 seconds. This balloon was then advanced more distally and inflated to 15 atms for 5 seconds. A 3.5x18mm non bsc stent was then advanced to the lesion and successfully implanted. Timi 3 flow was achieved. No pt complications occurred. Nitroglycerin and verapamil were used during this procedure.